Manufacturer narrative:
Preliminary analysis of the returned device did not show overconsumption of the electronic module.

Event description:
Reportedly, patient was admitted following discomfort while driving. The subject pacemaker could not be interrogated and no response to magnet application. The pacemaker was implanted in 2011 and regularly verified by application of magnet only by his cardiologist outside the hospital. The device was explanted and will be returned for analysis.

Event description:
Reportedly, patient was admitted following discomfort while driving. The subject pacemaker could not be interrogated and no response to magnet application. The pacemaker was implanted in 2011 and regularly verified by application of magnet only by his cardiologist outside the hospital. The device was explanted and will be returned for analysis.

Event description:
Reportedly, patient was admitted following discomfort while driving. The subject pacemaker could not be interrogated and no response to magnet application. The pacemaker was implanted in 2011 and regularly verified by application of magnet only by his cardiologist outside the hospital. The device was explanted and will be returned for analysis.